Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 2 sensors were stuck in the serter and a 3rd sensor did not have a sensor needle attached. The customer's blood glucose reading was 325 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.